Event description:
It was reported that during a low anterior resection, the surgeon went to fire the device, the anastomosis was tested and it was leaking. The surgeon noticed that the staples did not form a b shape. It was mentioned by the resident that the tissue was fairly thick. It was also noted the device was dialed in the green range at about 2.5. A tlc device and another cdh were used to complete the procedure. The procedure was prolonged by thirty minutes. There was no adverse consequence to the patient reported. One device will be returned upon release from the account.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.